Manufacturer narrative:
No frozen screen or button error alarm or audio/beep anomaly noted during testing. Unit time/clock moved. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad and a beep anomaly. The customer¿s blood glucose was over 400 mg/dl at the time of incident and a blood glucose of over 600 mg/dl in the evening. Customer¿s parent stated that the insulin pump buttons were unresponsive and had a constant tone. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer stated that the insulin pump had a no delivery alarm the day prior to call. Customer's parent declined no delivery and high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.